Manufacturer narrative:
H6: the distributor advised they would not be sending the ventilator in to ventec for evaluation. The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.